Event description:
It was reported that this during the implant procedure the physician experienced helix extension/retraction issues with this right atrial (ra) lead. It was noted the patient had scar tissues from previous implants. After multiple attempts the physician was unable to retract the helix and the pacing impedances were high out of range. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.